Event description:
It was reported that pump battery did not charge reliably unless cable was held or positioned in specific way, which eventually led to pump shutdown and inability to turn pump back on, despite trying different charging cables and power adapters with no visible damage to charging port. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed.